Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: online review.

Event description:
Customer reporting 2 false positive sars results. Customer states the results were confirmed negative by another brand rapid antigen test. Contact with customer to obtain further information is not possible. Report 2 of 2.